Event description:
Pt reported that, while attempting to program a bolus, the device's buttons would not respond. While troubleshooting the concern, pt reported finding insulin inside the device's insulin cartridge compartment. Pt's blood glucose was not affected and no treatment was received. Pt was advised to switch to insulin injections.